Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2016 with the following findings: a review of the pump¿s black box revealed a cs 064 service alarm. The cs 064 service alarm was observed during rewind, load and prime steps. The pump was opened and it was noted that the motor drive was frozen and not moving. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was noted that the pump emitted a cs 064 service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.